Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.3 cgm sensor type: data not available

Event description:
It was reported by the patient that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn was not worn. No impact to the patient¿s blood glucose level was reported.